Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and impedance issues. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.